Manufacturer narrative:
(B)(4). After further investigation with the affiliate, it has been determined that this complaint is a duplicate of (B)(4) (MDR # 3005075853-2013-00597). File has been voided.

Manufacturer narrative:
(B)(4). Additional information requested: what is the exact product code? How many procedures has this happened? Have all the events been filed and do they have their own reference numbers?

Event description:
It was reported that during an unknown procedure, the clips were forming skewed (uneven joining of distal ends). The issue in the white and blue clips, it is not an issue with the applier.